Manufacturer narrative:
D10: concomitants: (B)(6), 304-21-13 - 12.5mm platform fx stem left, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-31-40 - glenosphere, 40mm, (B)(6), 320-40-03 - 145-deg pe 40mm hum liner +2.5. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had an initial left shoulder implanted on (B)(6) 2023, underwent a revision procedure, date unknown. The patient reported loosening of the implant or instability in their affected shoulder. The plan was to extract the fx. Stem and implant a long stem, possibly use hat or hrp. While doctor was explanting, the humeral side, he noticed loosening of the glenoid baseplate and extracted everything. Dr. Determined the joint was infected and used a spacer. A competitor¿s device was used. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. It is unknown if the explanted devices will be made available at this time as it is contingent on the patient¿s approval. Device images were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: b2, b3, d1, g4, h6: clinical code, medical device problem code, component code, type of investigation, investigation findings and investigation conclusions. The reason for the revision reported may have been due to humeral loosening and instability as reported. Secondary findings during the revision include a potential infection and glenoid baseplate loosening. However, component loosening, infection, and instability cannot be confirmed and potential user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and relevant product images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.